Manufacturer narrative:
Bci offered to evaluate/service the instrument, however, the customer declined this offer. Accordingly, no system evaluation could be performed. No conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter inc., (bci) on (B)(6) 2008 regarding erroneously elevated accutni (troponin) result generated on the access 2 immunoassay system for one patient. The customer re-ran the sample on a different instrument and they were within the normal reference range. The initial elevated accutni results were reported outside the laboratory. The customer also indicated that the last system check was performed on (B)(6) 2008 and the results were within specification. Customer reviewed the event log and found no significant errors around the time of the event. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.